Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal components on (B) (6), 2008. Subsequently, a revision procedure was performed on (B) (6), 2010, due to a possible patient allergy to metal. The surgeon noted scuff marks on the modular head that was removed. The acetabular cup, taper adapter and modular head were removed and replaced with another acetabular cup, polyethylene liner and modular head.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found residue on the porous coating. There are scratches and cloudy areas visible on the articulating surface and rim. The rim edge has scratched and discolored areas. There is a dent in the rim; this damage could have occurred during component removal. There are areas of parallel scratches on the articulating surface consistent with wear due to subluxation or stem impingement. The articulating surface scratches and wear marks suggest foreign particle abrasion and component wear due to subluxation and/or stem impingement. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal components on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2010 due to a possible patient allergy to metal. The surgeon noted scuff marks on the modular head that was removed. The acetabular cup, taper adapter and modular head were removed and replaced with another acetabular cup, polyethylene liner and modular head.